Event description:
It was reported that the customer had a battery fail test on insulin pump. The customer's blood glucose level was 220 mg/dl. The customer was treated with shot for high blood glucose. The customer is on steroids and that is why the blood glucose was high. The customer received new battery cap and try new aaa alkaline battery on the insulin pump. The customer stated that the fail battery alarm occurred. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised that the insulin was going to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with normal operating currents. No unexpected fail battery alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window and scratched reservoir tube window.